Manufacturer narrative:
Device not returned.

Event description:
Reportedly, a old female referred for dyspnea and vertigo was diagnosed with aortic stenosis. Ventricular fibrillation after implant and a worsening condition prompted an ECG. Device was explanted due to thrombus found protruding into the left main trunk and immediately removed to avoid coronary embolization. Device was replaced by a sorin mitroflow 19mm. Information learned through fic article 2009 submitted by dr. No response from dr. Regarding this event has been received. However, a customer experience report was submitted as a follow up from prof. Who is an associate of prof. And who performed the actual surgery. Prof. Stated the issue was not device related. There were no issues on anulus or valve structural alterations. Final patient health status is reported as good. He states device is not available for return and evaluation. At 2009, the device history record (DHR) review is completed and there was no nonconformance relating to this event. There is no additional information available. Per prof. Response, this is no longer a reportable event.

Event description:
Reportedly, a female referred for dyspnea and vertigo was diagnosed with aortic stenosis. Ventricular fibrillation after implant, and a worsening condition prompted an ECG. Device was explanted due to thrombus found protruding into the left main trunk and immediately removed, to avoid coronary embolization. Information learned through fic article 2009 submitted by dr. No response from dr. Regarding this event has been received to date. Unknown if device is available for return.